Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Visual inspections were performed on the returned device. The reported separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It was reported that the device was used to treat a left pulmonary artery. It should be noted the coronary dilatation catheters (cdc), nc trek rx over the wire (otw), global, information for use, states: the nc trek otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation (balloon models 2.00 mm x 5.00 mm only). The investigation determined the reported separation appears to be related to operational context and the reported patient effects appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a left pulmonary artery. During withdrawal of a 5.0x20mm nc trek balloon dilatation catheter, the distal shaft broke in two pieces. No resistance was noted during advancement or withdrawal of the device. A snare device was used to retrieve the separated portion. The patient is stable and fine. There was no adverse patient sequela reported. No additional information was provided.